Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on available information, a cause for the heart failure could not be determined. The mitral regurgitation (mr), mitral stenosis, dyspnea, and fatigue appear to due to the heart failure. Furthermore, heart failure, mr, mitral stenosis, and dyspnea are listed in the instructions for use as known possible complications associated with mitraclip procedures. The unexpected medical intervention and hospitalization were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report heart failure, recurrent mitral regurgitation, mitral stenosis, prolonged hospitalization, and medical intervention it was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. On (B)(6) 2021, one clip was successfully implanted, reducing mr to 2 with a final mean pressure gradient of 5mmhg. Then on (B)(6) 2021, during a follow up, the patient presented with shortness of breath and fatigue. It was revealed that mr grade increased to 3 and the mean pressure gradient was at 6mmhg due to heart failure. The clip was stable on both leaflets. On (B)(6) 2021, the patient remained hospitalized and a second mitraclip procedure for additional treatment. After the clip was deployed, the mean pressure gradient was reduced to 5mmhg. One additional clip was implanted, reducing mr to <1. There was no clinically significant delay in the procedure. No additional information was provided.